Event description:
It was reported that the right ventricular lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of false ventricular fibrillation were observed on the right ventricular (rv) lead. R wave amplitude variation and decreased pacing impedance were observed on the rv lead. Diagnostic imaging was performed and revealed that the rv lead was dislodged. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.